Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd ds headquarters in (B)(6), has been listed b)(6) manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received two hundred (200) samples and one (1) photo for investigation. The photo was reviewed by the manufacturer and the indicated failure mode for samples not freezing with the incident lot was observed. Additionally, ten (10) of the customer samples along with ten (10) retention samples from the manufacturer inventory (lot 201201), were evaluated by functional testing and no issues were observed relating to samples not freezing as all samples met specifications and froze during functional testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of samples/serum not freezing based on returned and retention sample testing. The manufacturer was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after centrifugation with bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin the samples were not stored at proper temperature. This event occurred on 19 occasions. The following information was provided by the initial reporter: samples not freezing. Samples were centrifuged after collection, then put into refrigerator at 4 degrees for 24 hours. Samples where then put into freezer (in original tubes) at 20 degrees. After 4 days the samples were taken out of the freezer to thaw out, it was at that point discovered that some of the samples had not frozen (the serum). In a rack of 43 samples 19 had not frozen. The temperature in the freezer has been monitored.